Event description:
On 10/20/2009, the lay user/patient's mother contacted lifescan (lfs) alleging that the pt's onetouch ultra2 meter was reading inaccurately low compared to another device. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since the medical surveillance specialist was unable to reach the pt by phone. It is not clear when the pt began to obtain inaccurate low readings with the subject meter. The pt's mother reported that the pt would obtain blood glucose readings in the "110-120 mg/dl" range with the subject meter; however, would test higher ("140-160" range) on another device (backup meter). It is not known how much time elapsed between the tests, nor the exact results obtained on either of the devices. The reporter stated that the pt test 4x/day and takes two types of insulin (lantus and humalog) to manage her diabetes. On an unspecified date in 2009, the pt's mother stated that the pt woke up complaining that she had a headache. The pt's mother reported that she tested her daughter's blood glucose and obtained a reading of "120 mg/dl" with the subject meter, which she considered normal. The reporter stated she gave her daughter medication for the headache and sent her to school. It is not known what action, if any, was taken regarding the pt's diabetes management in response the reading obtained. Later that same morning, the reporter claimed she received a call from a school nurse stating that her daughter was vomiting and when they checked her blood glucose (unknown device) it was greater than "500 mg/dl." The pt's mother stated that the pt was then taken to the ER where she was treated and hospitalized 3 days for hyperglycemia. At the time of troubleshooting, the customer care advocate (cca) discovered that the pt was using expired test strips. Replacement products were sent to the pt. This complaint is being reported because the pt's mother claims the pt was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.